Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a percutaneous transluminal angioplasty interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. Another prostyle was attempted but the same occurred. Pre-close was abandoned. The sheath was upsized to an 18f sheath and the procedure was completed. Hemostasis was achieved via manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulties and the subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is likely that an anterior and posterior cuff miss occurred due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.